Event description:
It was reported that in early 2008, the patient presented with neck pain and back pain. The surgeon performed surgery on the patient, consisting of a lumbar spinal fusion (¿the first surgery¿). Rhbmp-2/acs was implanted in the patient during this surgery. Following this first surgery, the patient began to suffer from severe pain in her lower back, as well as from numbness in her right leg.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.